Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 503 analytical unit. The customer stated that the same trend happened for another test, but no specific data was provided. The sample initially resulted in a cholesterol value of 50.8 mg/dl. The sample was repeated five times on (B)(6) 2024, resulting in cholesterol values of 267 mg/dl, 272 mg/dl, 266 mg/dl, 265 mg/dl, and 275 mg/dl.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6) . The field service engineer cleaned the sample probe and verified probe alignment. The rinse stations, incubator area, and water reservoir were cleaned. Precision studies were performed. The investigation is ongoing.

Manufacturer narrative:
The field service engineer returned and cleaned the mixer. It was determined that a system wash was not performed. This system wash was added to the weekly maintenance of the device. The sample probe was replaced. No further issues were reported after these actions. Upon review of the alarm trace, many abnormal cell blank alarms were observed. A general reagent issue can be ruled out as calibration and controls are acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1, d3, d4, g1, and g4 have been updated.